Manufacturer narrative:
The reported event was unconfirmed because the devices meet the specification. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A potential root cause for this failure mode could be over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three bard foley catheters with different sizes from different batches were selected for function testing. The water was injected into them properly and no balloon was burst. During the process of withdrawing the water from the balloon of the 16 g foley catheter, only 10 ml of water was drawn off, while 15 ml of water was injected. Additionally, this unit had skewing of balloon. The other two catheters had no issue with drawing water off and they could be deflated properly. Per additional information via email from ibc on (B)(6) 2022, skewing of balloon means asymmetrical.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that three bard foley catheters with different sizes from different batches were selected for function testing. The water was injected into them properly and no balloon was burst. During the process of withdrawing the water from the balloon of the 16 g foley catheter, only 10 ml of water was drawn off, while 15 ml of water was injected. Additionally, this unit had skewing of balloon. The other two catheters had no issue with drawing water off and they could be deflated properly. Per additional information via email from ibc on 15dec2022, skewing of balloon means asymmetrical.